Event description:
One endeavor rx drug-eluting stent was implanted in the mid rca and one endeavor rx drug-eluting stent was implanted in the distal rca (MFR report # 2953200-2009-00471), separately. An acute non-stemi is reported to have occurred approximately 2 weeks following stent implant. It is reported that the event was a non-q-wave mi. Investigator has not indicated the location of the infarction, but has indicated that the target lesion was not involved. Patient was hospitalized due to reappearance of chest pain. Patient was taking asa and clopidogrel / ticlopidine 24 hours prior to the event. A repeat angiography was performed due to this event. A ptca revascularization of the 2nd obtuse marginal and distal lcx is reported to have been carried out the following day. One other brand stent was implanted at each site. Investigator has indicated that event was not related to the study stent. Patient was asymptomatic / free of symptoms at 30 day follow up. At 5 month follow up, patient displayed unstable angina. Investigator reported an acute non-stemi approximately 5 months following index procedure. Location of infarction was inferior. Investigator has indicated that the target lesion was involved and that it is not assessable if the event was related to the study stent. Investigator assessed the event as unstable angina. Patient was taking asa and clopidogrel / ticlopidine 24 hours prior to the event. A repeat angiography was performed due to this event. A ptca revascularization of the mid rca was carried out on the same day, due to restenosis after previous ptca. Three other brand stents were implanted, abutting. Investigator has indicated that event was not related to the study stent.

Manufacturer narrative:
Evaluation results: (myocardial infarction). Other (secondary intervention).